Event description:
The manufacturer received information alleging the trilogy 202 device won't turn on. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was evaluated by a philips service engineer (se). During the evaluation it was noted that the devices the button panel had failed on the device. In conclusion, the device's front panel/keypad printed circuit assembly (pca) was replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. Additionally, during the service of the device, the oxygen plate and sensor board needs replaced to address an alarm that occurred on the device during testing, which was unrelated to the reportable issue. The pollen filter and sd card were replaced unrelated to the reportable issue.